Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. One haptic is pulled from the haptic insertion area (returned). The pulled out haptic has a bulbous area which is indicative that a weld was performed during the manufacturing process. The customer indicated the use of a qualified company cartridge and company handpiece. Broken haptic damage was observed. The root cause for the reported events could not be determined. A malfunction has not been indicated or information provided that the lens was the cause of the event. Information was provided that a facility representative indicated a patient underwent phacoemulsification surgery. The doctor had implanted company lens and then the lens needed to be explanted in view of noted large posterior capsule rent during lens manipulation. The doctor found the lens tilted inside the bag and decide to explant the lens and implanted with another company lens. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the customer indicated the use of a qualified cartridge and handpiece. The customer indicated the use of a viscoelastic, which is not qualified for the lens/cartridge combination used. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There has been one other complaint reported in the lot number. (B)(4).

Event description:
A physician reported that during a cataract extraction with an intraocular lens (iol) implantation, a large posterior capsule rent was noted during iol manipulation. The iol was tilted inside the bag. The iol was exchanged for a different model during the initial procedure.